Manufacturer narrative:
Additional information: b2, b5, d4, d10, g3, h4, h6 d10 concomitant products: sigphandle sig power sigphandle handle - (serial#(B)(6)) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic thoracic, the reload experienced a technical failure during stapling, in which the reload used remained attached to the tissue. The trigger was uncoupled from the rod, but it did not release. A key was used, but itwas unsuccessful. The surgeon had to reverse the surgery to open it when the rod stuck in the tissue was manually removed. The surgery was continued with another adapter with the same handle.

Manufacturer narrative:
D.10. Concomitant product: egia45ctavm, egia45ctavm egia45 curved vas med sulu, (lot number: n3e0744y). Sigadaptshort, sig power sigadaptshort lin short adapt, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic thoracic surgery, the jaws locked on the tissue. There was no patient injury.